Event description:
Reporter indicated that vns patient had undergone generator replacement surgery due to end of service approximately 11 months ago, but has begun having seizures again. It was reported that the patient normally gets great results with the vns therapy and that treating neurologist was surprised that the patient was having seizures again. It was reported that the patient was experiencing an increase in seizure activity above previous efficacy with the vns therapy and not an increase above pre-vns baseline frequency. Investigation to date has been unable to rule out possible device malfunction due to conflicting reports of device diagnostic test results. It was initially reported that normal mode test resulted in high lead impedance reading (dc-dc code 7), indicating that the generator battery may have depleted to the point that the device is no longer able to deliver 2.25ma normal mode output current as prescribed. It was later reported that lead test resulted in dc-dc code 7 and ok, which is not an expected test result. Lead test results with an impedance of dc-dc code 7 would be expected to yield output current status of limit as opposed to ok as reported. Neurologist indicated that the patient is currently doing well and that there are no plans for intervention at this time. Neurologist plans to follow-up with patient in one month, at which time device diagnostic testing will be performed again.